Event description:
During the embolization of a splenic artery aneurysm, the device, the first coil, was deployed but the power supply failed to signal detachment after several mins. The physician verified that the coil was correctly positioned and attempted to detach the coil again with no success. Again the coil was verified to be in the correct alignment and detachment was attempted again without success. The physician observed that the coil moved back with the delivery wire, confirming that detachment had not occurred. The physician decided to remove the coil and when approx 3cm had been retracted, the coil separated from the delivery wire. The remainder of the coil was retrieved using a goose neck snare. As the coil was being retrieved, it became stretched. The procedure was stopped at this point. The pt was reported to be fine.